Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as a corrective measure, and the customer was provided with a new pump.